Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "low vacuum alarm" issue. However, the fse was able to verify that the iabp would shutdown after 10 minutes of operation with a 49 error codes logged in the memory. To fix the issue, the fse replaced the main board and performed all functional and safety checks to meet factory specifications. The fse also ran the iabp with a patient simulator and tested the balloon for thirty minutes. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient a "low vaccum" alarm activated and then the iabp shutdown. There was no patient harm, serious injury or adverse event reported. The emergency support coordinator assisted in changing consoles so therapy could continue. The iabp was labeled and the emergency support coordinator asked the nurse to take the iabp to the biomed.